Manufacturer narrative:
H10:the device did not behave as expected by the customer. To resolve the reported issue, the device was rebooted. Although the reported issue was resolved by rebooting the device, it is not known what caused the customer's issue initially. Therefore, we are considering this to be a malfunction of unknown cause. The device remains in use at the customer's site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the flex cardio nibp is not refreshing properly, and holds the same numbers for an extended period. There was no reported patient impact / injury.